Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that the biometric identifier (bio-ID) was slow to respond. A technical support specialist (tss) advised the customer to reboot the station. After the reboot, the bio-ID function was restored and was working properly. The system functioned as intended after the customer resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, bio ID systems were slow to respond. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.